Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, replace battery now and failed battery alarm. The customer¿s blood glucose level was 134 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return after the pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device passed self test and displacement test. The device received with high sleep current due to corroded electronic assembly. The motor and battery tube found corroded per visual inspection. No failed battery test alarms noted.